Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2016 due to oversensing. No patient symptoms were reported.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-02929. Expiration date should be april 1, 1995; not blank. Manufacture date should be april 21, 1993; not blank.